Event description:
The customer reports: luer-lock connection (brown head) separated after use on a patient. Product already have been thrown away by hospital.

Manufacturer narrative:
Qn# (B)(4). The sample was not returned; however, the customer provided two photos for evaluation. Visual examination confirmed the distal luer hub was detached from the extension line. However, a full visual examination could not be performed without the device to evaluate. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The customer report of a separated extension line/luer hub was confirmed by visual examination of the provided photos. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: luer-lock connection (brown head) separated after use on a patient. Product already have been thrown away by hospital.